Event description:
It was reported that the ventilator performed sporadic reboots during use. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
The device was subject to an on-site inspection performed by an engineer of the local dräger s&s organization. Based on an initial log file analysis the reported event could be confirmed and the root cause could be identified: for the given doe, two reboots were recorded in the log because the cpu had access problems to configuration data stored in a memory chip. A reboot is the specified device behavior to set all interrupted sw processes back to a controlled state in case of a significant deviation that occurred during operation. The device will briefly power-off and back on, ventilation will be continued after a successful reset which lasts less than 12 seconds, typically. As confirmed for the particular case, the user is alerted to the reboot by means of a corresponding alarm and, the device opens the pneumatic system to ambient to allow spontaneous breathing. Since the data access problem recurred, it can be assumed that a hardware issue with the memory chip has occurred; the entire cpu board has been replaced to prevent from recurrence of the issue. The device was in operation for almost 13 years now which is longer than the average expected service life of the product; the malfunction of a single component after such long time of use can be considered acceptable. The device passed all tests after the repair intervention and could be returned to use.